Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), genital haemorrhage ("heavy bleeding"), postoperative abscess ("abscess from essure removal procedure") and kidney infection ("kidney infection") in a (B)(6) female patient who had essure (batch no. C22917, c03088) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation at the time of essure implant" on (B)(6) 2015. The patient's past medical history included turner's syndrome, pulmonary stenosis, polymenorrhoea, menarche, intra-abdominal bleeding and tonsillectomy. No known drug allergy. Previously administered products included for period issues: yasmin; for an unreported indication: junel birth control pills. Past adverse reactions to the above products included contraception with yasmin. Concurrent conditions included menometrorrhagia, bronchitis, vaginal discharge, appendicitis, ureterolithiasis, colitis, rectal bleeding, flank pain, fluid intake reduced, hemorrhoids, infective gastroenteritis, low blood pressure, hematuria, gastroesophageal reflux, esophagitis, pulmonary fibrosis, diarrhea, iron deficiency anemia, adenoidectomy and uterine bleeding. Concomitant products included ibuprofen, iohexol (omnipaque), metronidazole (flagyl), nitrofurantoin (macrobid), pantoprazole (protonix) and topiramate (topamax). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced ovarian cyst ("ovarian cyst"). In 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In 2017, the patient experienced menorrhagia ("menorrhagia") (seriousness criterion intervention required). On (B)(6) 2018, the patient experienced postoperative abscess (seriousness criterion hospitalization). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), abdominal pain ("severe abdominal pain"), mood altered ("hormonal changes describe: significant mood changes/"), vaginal haemorrhage ("abnormal bleeding vaginal/ abnormal vaginal bleeding"), bladder disorder ("bladder or urinary problems or changes/ feeling of full bladder when bladder is not full"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), alopecia ("hair loss"), abdominal pain upper ("horrible stomach pain/"), mood swings ("mood swings"), fatigue ("fatigue"), blood urine present ("I pee straight blood at times"), abdominal distension ("bloating") and fallopian tube spasm ("spasms I have with them are horrible."). The patient was treated with antibiotics, surgery (hysterectomy(full)/ salpingectomy(bilateral removal of fallopian tubes)) and surgery (ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, postoperative abscess, menorrhagia, kidney infection, dysmenorrhoea, abdominal pain, dyspareunia, mood altered, vaginal haemorrhage, urinary tract infection, bladder disorder, urinary tract disorder, migraine, headache, vaginal discharge, irritable bowel syndrome, ovarian cyst, alopecia, abdominal pain upper, mood swings, fatigue, blood urine present, abdominal distension and fallopian tube spasm outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, bladder disorder, blood urine present, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, genital haemorrhage, headache, irritable bowel syndrome, kidney infection, menorrhagia, migraine, mood altered, mood swings, ovarian cyst, pelvic pain, postoperative abscess, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pregnancy test - on an unknown date: negative. On (B)(6) 2012: the uterus measures 9 x 6 x 4.2 cm and the endometrium measures .7 cm. The ovaries are not visualized. The adnexa and the cul-de-sac appear within normal limits. The urinary bladder measures 4.5 x 2 x 2.2 cm and appears within normal limits. Impression :ovaries not visualized due to bowel loops and gas. The examination is grossly unremarkable. On (B)(6) 2015: a. A single specimen is received in formalin labeled with the patient's name and "emc". The specimen consists of fragments of pink red and tan tissue and blood clot that measure 1.5 x 1.0 x 0.3 cm in aggregate. The specimen is entirely submitted in cassette a 1. On (B)(6) 2015: there is minimal subsegmental atelectasis at the lung bases. Cardiac size is normal. There is no pericardial or pleural effusion. There is aberrant heterogeneously enhancing area measuring 2.7 x 3.6 cm in the posterior segment right hepatic lobe that could represent an area of heterogeneous hypo enhancement or a discrete lesion. There is irregular patchy hypo enhancement in the most superior right hepatic lobe that is nonspecific. It is unclear whether this simply represents a perfusion variance. The spleen is mildly enlarged, measuring 13.3 cm in length. Additionally, again there is somewhat heterogeneous enhancement of the spleen, which is unclear whether this represents discrete hypo enhancing masses versus varied enhancement the pancreas, bilateral adrenals, and kidneys are unremarkable. There is no convincing abdominal or pelvic adenopathy. There is no ascites or pneumoperitoneum. There is no bowel obstruction. The appendix is not definitively identified due to paucity of intra-abdominal fat and crowding of the structures; however, no right lower quadrant secondary inflammatory findings seen. There is subtle distal small bowel mural enhancement, including of the terminal ileum, that could indicate mild enteritis. Tubal ligation clips are present. Uterus and adnexa are otherwise within normal limits. The bladder is unremarkable. On (B)(6) 2015: recent CT abdomen done on (B)(6) 2015 show milked terminal ileum enteritis as well as heterogeneous discrete lesion 2.7x3.6 cm to right hepatic lobe. Spleen mildly enlarged on scan as well as hypo enhancing masses. On (B)(6) 2015: MRI of the abdomen with and without contrast demonstrated visualized lung bases show minimal pleural thickening. The liver is mildly prominent. The biliary ducts are within normal range. There is a somewhat heterogeneously enhancing lesion involving the posterior segment of the right lobe of the liver measuring 3.58 x 2.77 cm maximum ap and transverse dimensions respectively. This appears to correlate with CT of (B)(6) 2015. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, abdominal pain, urinary tract infection, ovarian cyst, back pain, headache, migraine, abdominal pain upper, fatigue, irritable bowel syndrome. Concerning the injuries reported in this case, the following ones were reported via social media: kidney infection, blood urine present and abdominal distention, fallopian tube spasm. Further company follow-up with the consumer, lawyer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 6-sep-2018: plaintiff fact sheet, medical record and social media received. Reporter information, patient¿s demographic information, other relevant history and lab data updated. Essure lot number, indication female sterilization and removal date was added. Events were clubbed with previously reported events. Events per pfs: mood altered, vaginal haemorrhage, menorrhagia, urinary tract infection, bladder disorder, urinary tract disorder, migraine, headache, vaginal discharge, irritable bowel syndrome, ovarian cyst, postoperative abscess, alopecia, pelvic pain, abdominal pain upper, medical device monitoring error, mood swings, fatigue, event per social media: kidney infection, blood urine present, abdominal distention, fallopian tube spasm were newly added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), genital haemorrhage ("heavy bleeding"), postoperative abscess ("abscess from essure removal procedure") and kidney infection ("kidney infection") in a 23-year-old female patient who had essure (batch no. C22917, c03088) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation at the time of essure implant" on (B)(6)2015. The patient's medical history included turner's syndrome, pulmonary stenosis, polymenorrhoea, menarche, intra-abdominal bleeding and tonsillectomy. No known drug allergy. Previously administered products included for period issues: yasmin; for an unreported indication: junel birth control pills. Past adverse reactions to the above products included contraception with yasmin. Concurrent conditions included menometrorrhagia, bronchitis, vaginal discharge, appendicitis, ureterolithiasis, colitis, rectal bleeding, flank pain, fluid intake reduced, hemorrhoids, infective gastroenteritis, low blood pressure, hematuria, gastroesophageal reflux, reflux esophagitis, pulmonary fibrosis, diarrhea, iron deficiency anemia, adenoidectomy and uterine bleeding. Concomitant products included ibuprofen, iohexol (omnipaque), metronidazole (flagyl), nitrofurantoin (macrobid), pantoprazole (protonix) and topiramate (topamax). On (B)(6)2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). On (B)(6)2016, the patient experienced ovarian cyst ("ovarian cyst"). In 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In 2017, the patient experienced menorrhagia ("menorrhagia") (seriousness criterion intervention required). On (B)(6)2018, the patient experienced postoperative abscess (seriousness criterion hospitalization). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), abdominal pain ("severe abdominal pain"), mood altered ("hormonal changes describe: significant mood changes/"), vaginal haemorrhage ("abnormal bleeding vaginal/ abnormal vaginal bleeding"), bladder disorder ("bladder or urinary problems or changes/ feeling of full bladder when bladder is not full"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), alopecia ("hair loss"), abdominal pain upper ("horrible stomach pain/"), mood swings ("mood swings"), fatigue ("fatigue"), abdominal distension ("bloating"), fallopian tube spasm ("spasms I have with them are horrible.") And abdominal pain lower ("cramping") and was found to have blood urine present ("I pee straight blood at times"). The patient was treated with antibiotics and surgery (ablation and hysterectomy(full)/ salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, irritable bowel syndrome and abdominal pain lower had resolved and the postoperative abscess, menorrhagia, kidney infection, dysmenorrhoea, abdominal pain, mood altered, vaginal haemorrhage, urinary tract infection, bladder disorder, urinary tract disorder, migraine, headache, vaginal discharge, ovarian cyst, alopecia, abdominal pain upper, mood swings, fatigue, blood urine present, abdominal distension and fallopian tube spasm outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, bladder disorder, blood urine present, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, genital haemorrhage, headache, irritable bowel syndrome, kidney infection, menorrhagia, migraine, mood altered, mood swings, ovarian cyst, pelvic pain, postoperative abscess, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she also has turner syndrome. She is seeking definitive surgical correction to the bleeding, as she has failed ablation diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6)2015: recent CT abdomen done on (B)(6)2015 show milked terminal ileum enteritis as well as heterogeneous discrete lesion 2.7x3.6 cm to right hepatic lobe. Spleen mildly enlarged on scan as well as hypoenchancing masses.. Gynaecological examination - on (B)(6)2012: the uterus measures 9 x 6 x 4.2 cm and the endometrium measures .7 cm. The ovaries are not visualized. The adnexa and the cul-de-sac appear within normal limits. The urinary bladder measures 4.5 x 2 x 2.2 cm and appears within normal limits. Impression :ovaries not visualized due to bowel loops and gas. The examination is grossly unremarkable.; on (B)(6)2015: there is minimal subsegmental atelectasis at the lung bases. Cardiac size is normal. There is no pericardial or pleural effusion. There is aberrant heterogeneously enhancing area measuring 2.7 x 3.6 cm in the posterior segment right hepatic lobe that could represent an area of heterogeneous hypoenhancement or a discrete lesion.there is irregular patchy hypoenhancement in the most superior right hepatic lobe that is nonspecific. It is unclear whether this simply represents a perfusion variance. The spleen is mildly enlarged, measuring 13.3 cm in length. Additionally, again there is somewhat heterogeneous enhancement of the spleen, which is unclear whether this represents discrete hypoenhancing masses versus varied enhancement the pancreas, bilateral adrenals, and kidneys are unremarkable. There is no convincing abdominal or pelvic adenopathy. There is no ascites or pneumoperitoneum. There is no bowel obstruction. The appendix is not definitively identified due to paucity of intra-abdominal fat and crowding of the structures; however, no right lower quadrant secondary inflammatory findings seen. There is subtle distal small bowel mural enhancement, including of the terminal ileum, that could indicate mild enteritis. Tubal ligation clipos are present. Uterus and adnexa are otherwise within normal limits. The bladder is unremarkable. Hysterosalpingogram - on (B)(6)2015: results: total bilateral occlusion. Microscopy - on (B)(6)2015: a. A single specimen is received in formalin labeled with the patient's name and "emc". The specimen consists of fragments of pink red and tan tissue and blood clot that measure 1.5 x 1.0 x 0.3 cm in aggregate. The specimen is entirely submitted in cassette a 1.. Nuclear magnetic resonance imaging - on (B)(6)2015: MRI of the abdomen with and without contrast demonstrated visualized lung bases show minimal pleural thickening. The liver is mildly prominent. The biliary ducts are within normal range. There is a somewhat heterogeneously enhancing lesion involving the posterior segment of the right lobe of the liver measuring 3.58 x 2.77 cm maximum ap and transverse dimensions respectively. This appears to correlate with CT of (B)(6)2015.. Pregnancy test - on an unknown date: results: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, abdominal pain, urinary tract infection, ovarian cyst, back pain, headache, migraine, abdominal pain upper, fatigue, irritable bowel syndrome. Concerning the injuries reported in this case, the following ones were reported via social media: kidney infection, blood urine present and abdominal distention, fallopian tube spasm. Further company follow-up with the consumer, lawyer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received:event cramping added and outcome of event pain,ibs,cramping,bleeding,sexual intercourse added as recovered incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain'), menorrhagia ('menorrhagia') and postoperative abscess ('abscess from essure removal procedure') in a 23-year-old female patient who had essure (batch no. C22917, c03088) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation at the time of essure implant" on (B)(6) 2015. The patient's medical history included turner's syndrome, pulmonary stenosis, polymenorrhoea, menarche, intra-abdominal bleeding, tonsillectomy, perineal pain and dysuria. No known drug allergy. Previously administered products included for period issues: yasmin; for an unreported indication: junel birth control pills and hormones. Past adverse reactions to the above products included contraception with yasmin. Concurrent conditions included menometrorrhagia, bronchitis, vaginal discharge, appendicitis, ureterolithiasis, colitis, rectal bleeding, flank pain, fluid intake reduced, hemorrhoids, infective gastroenteritis, low blood pressure, hematuria, gastroesophageal reflux, reflux esophagitis, pulmonary fibrosis, diarrhea, iron deficiency anemia, adenoidectomy and uterine bleeding. Concomitant products included antibiotics, antibiotics, ibuprofen, iohexol (omnipaque), linaclotide (linzess), proton pump inhibitors and topiramate (topamax). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced ovarian cyst ("ovarian cyst"). In 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines"), headache ("headaches"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and fatigue ("fatigue"). In 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal/ abnormal vaginal bleeding") and vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced postoperative abscess (seriousness criterion hospitalization). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), kidney infection ("kidney infection"), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), abdominal pain ("severe abdominal pain"), mood altered ("hormonal changes describe: significant mood changes/"), bladder disorder ("bladder or urinary problems or changes/ feeling of full bladder when bladder is not full"), urinary tract disorder ("bladder or urinary problems or changes"), alopecia ("hair loss"), abdominal pain upper ("horrible stomach pain/"), mood swings ("mood swings"), abdominal distension ("bloating"), fallopian tube spasm ("spasms I have with them are horrible."), abdominal pain lower ("cramping"), pyrexia ("fever") and pelvic abscess ("abscess on pelvis ") and was found to have blood urine present ("I pee straight blood at times"). The patient was treated with antibiotics and surgery (ablation and hysterectomy(full)/ salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, irritable bowel syndrome and abdominal pain lower had resolved and the menorrhagia, postoperative abscess, kidney infection, dysmenorrhoea, abdominal pain, mood altered, vaginal haemorrhage, urinary tract infection, bladder disorder, urinary tract disorder, migraine, headache, vaginal discharge, ovarian cyst, alopecia, abdominal pain upper, mood swings, fatigue, blood urine present, abdominal distension, fallopian tube spasm, pyrexia and pelvic abscess outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, bladder disorder, blood urine present, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, genital haemorrhage, headache, irritable bowel syndrome, kidney infection, menorrhagia, migraine, mood altered, mood swings, ovarian cyst, pelvic abscess, pelvic pain, postoperative abscess, pyrexia, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she also has turner syndrome. She is seeking definitive surgical correction to the bleeding, as she has failed ablation diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2015: recent CT abdomen done on (B)(6) 2015 show milked terminal ileum enteritis as well as heterogeneous discrete lesion 2.7x3.6 cm to right hepatic lobe. Spleen mildly enlarged on scan as well as hypoenchancing masses.. Gynaecological examination - on (B)(6) 2012: the uterus measures 9 x 6 x 4.2 cm and the endometrium measures .7 cm. The ovaries are not visualized. The adnexa and the cul-de-sac appear within normal limits. The urinary bladder measures 4.5 x 2 x 2.2 cm and appears within normal limits. Impression :ovaries not visualized due to bowel loops and gas. The examination is grossly unremarkable.; on (B)(6) 2015: there is minimal subsegmental atelectasis at the lung bases. Cardiac size is normal. There is no pericardial or pleural effusion. There is aberrant heterogeneously enhancing area measuring 2.7 x 3.6 cm in the posterior segment right hepatic lobe that could represent an area of heterogeneous hypoenhancement or a discrete lesion. There is irregular patchy hypoenhancement in the most superior right hepatic lobe that is nonspecific. It is unclear whether this simply represents a perfusion variance. The spleen is mildly enlarged, measuring 13.3 cm in length. Additionally, again there is somewhat heterogeneous enhancement of the spleen, which is unclear whether this represents discrete hypoenhancing masses versus varied enhancement the pancreas, bilateral adrenals, and kidneys are unremarkable. There is no convincing abdominal or pelvic adenopathy. There is no ascites or pneumoperitoneum. There is no bowel obstruction. The appendix is not definitively identified due to paucity of intra-abdominal fat and crowding of the structures; however, no right lower quadrant secondary inflammatory findings seen. There is subtle distal small bowel mural enhancement, including of the terminal ileum, that could indicate mild enteritis. Tubal ligation clipos are present. Uterus and adnexa are otherwise within normal limits. The bladder is unremarkable. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Magnetic resonance imaging - on (B)(6) 2015: MRI of the abdomen with and without contrast demonstrated visualized lung bases show minimal pleural thickening. The liver is mildly prominent. The biliary ducts are within normal range. There is a somewhat heterogeneously enhancing lesion involving the posterior segment of the right lobe of the liver measuring 3.58 x 2.77 cm maximum ap and transverse dimensions respectively. This appears to correlate with CT of (B)(6) 2015.. Microscopy - on (B)(6) 2015: a. A single specimen is received in formalin labeled with the patient's name and "emc". The specimen consists of fragments of pink red and tan tissue and blood clot that measure 1.5 x 1.0 x 0.3 cm in aggregate. The specimen is entirely submitted in cassette a 1.. Pregnancy test - on an unknown date: results: negative. Further company follow-up with the consumer, lawyer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 3-feb-2020: social media received: newly added events- fever, pelvic abscess. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain'), menorrhagia ('menorrhagia') and postoperative abscess ('abscess from essure removal procedure') in a 23-year-old female patient who had essure (batch no. C22917, c03088-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation at the time of essure implant" on (B)(6) 2015. The patient's medical history included turner's syndrome, pulmonary stenosis, polymenorrhoea, menarche, intra-abdominal bleeding, tonsillectomy, perineal pain and dysuria. No known drug allergy. Previously administered products included for period issues: yasmin; for an unreported indication: junel birth control pills and hormones. Past adverse reactions to the above products included contraception with yasmin. Concurrent conditions included menometrorrhagia, bronchitis, vaginal discharge, appendicitis, ureterolithiasis, colitis, rectal bleeding, flank pain, fluid intake reduced, hemorrhoids, infective gastroenteritis, low blood pressure, hematuria, gastroesophageal reflux, reflux esophagitis, pulmonary fibrosis, diarrhea, iron deficiency anemia, adenoidectomy and uterine bleeding. Concomitant products included antibiotics, antibiotics, ibuprofen, iohexol (omnipaque), linaclotide (linzess), proton pump inhibitors and topiramate (topamax). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced ovarian cyst ("ovarian cyst"). In 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines"), headache ("headaches"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and fatigue ("fatigue"). In 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal/ abnormal vaginal bleeding") and vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced postoperative abscess (seriousness criterion hospitalization). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), kidney infection ("kidney infection"), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), abdominal pain ("severe abdominal pain"), mood altered ("hormonal changes describe: significant mood changes/"), bladder disorder ("bladder or urinary problems or changes/ feeling of full bladder when bladder is not full"), urinary tract disorder ("bladder or urinary problems or changes"), alopecia ("hair loss"), abdominal pain upper ("horrible stomach pain/"), mood swings ("mood swings"), abdominal distension ("bloating"), fallopian tube spasm ("spasms I have with them are horrible."), abdominal pain lower ("cramping"), pyrexia ("fever") and pelvic abscess ("abscess on pelvis ") and was found to have blood urine present ("I pee straight blood at times"). The patient was treated with antibiotics and surgery (ablation and hysterectomy(full)/ salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, irritable bowel syndrome and abdominal pain lower had resolved and the menorrhagia, postoperative abscess, kidney infection, dysmenorrhoea, abdominal pain, mood altered, vaginal haemorrhage, urinary tract infection, bladder disorder, urinary tract disorder, migraine, headache, vaginal discharge, ovarian cyst, alopecia, abdominal pain upper, mood swings, fatigue, blood urine present, abdominal distension, fallopian tube spasm, pyrexia and pelvic abscess outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, bladder disorder, blood urine present, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, genital haemorrhage, headache, irritable bowel syndrome, kidney infection, menorrhagia, migraine, mood altered, mood swings, ovarian cyst, pelvic abscess, pelvic pain, postoperative abscess, pyrexia, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she also has turner syndrome. She is seeking definitive surgical correction to the bleeding, as she has failed ablation. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2015: recent CT abdomen done on (B)(6) 2015 show milked terminal ileum enteritis as well as heterogeneous discrete lesion 2.7x3.6 cm to right hepatic lobe. Spleen mildly enlarged on scan as well as hypoenchancing masses.. Gynaecological examination - on (B)(6) 2012: the uterus measures 9 x 6 x 4.2 cm and the endometrium measures .7 cm. The ovaries are not visualized. The adnexa and the cul-de-sac appear within normal limits. The urinary bladder measures 4.5 x 2 x 2.2 cm and appears within normal limits. Impression :ovaries not visualized due to bowel loops and gas. The examination is grossly unremarkable.; on (B)(6) 2015: there is minimal subsegmental atelectasis at the lung bases. Cardiac size is normal. There is no pericardial or pleural effusion. There is aberrant heterogeneously enhancing area measuring 2.7 x 3.6 cm in the posterior segment right hepatic lobe that could represent an area of heterogeneous hypoenhancement or a discrete lesion.there is irregular patchy hypoenhancement in the most superior right hepatic lobe that is nonspecific. It is unclear whether this simply represents a perfusion variance. The spleen is mildly enlarged, measuring 13.3 cm in length. Additionally, again there is somewhat heterogeneous enhancement of the spleen, which is unclear whether this represents discrete hypoenhancing masses versus varied enhancement the pancreas, bilateral adrenals, and kidneys are unremarkable. There is no convincing abdominal or pelvic adenopathy. There is no ascites or pneumoperitoneum. There is no bowel obstruction. The appendix is not definitively identified due to paucity of intra-abdominal fat and crowding of the structures; however, no right lower quadrant secondary inflammatory findings seen. There is subtle distal small bowel mural enhancement, including of the terminal ileum, that could indicate mild enteritis. Tubal ligation clipos are present. Uterus and adnexa are otherwise within normal limits. The bladder is unremarkable. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Magnetic resonance imaging - on (B)(6) 2015: MRI of the abdomen with and without contrast demonstrated visualized lung bases show minimal pleural thickening. The liver is mildly prominent. The biliary ducts are within normal range. There is a somewhat heterogeneously enhancing lesion involving the posterior segment of the right lobe of the liver measuring 3.58 x 2.77 cm maximum ap and transverse dimensions respectively. This appears to correlate with CT of (B)(6) 2015. Microscopy - on (B)(6) 2015: a. A single specimen is received in formalin labeled with the patient's name and "emc". The specimen consists of fragments of pink red and tan tissue and blood clot that measure 1.5 x 1.0 x 0.3 cm in aggregate. The specimen is entirely submitted in cassette a 1. Pregnancy test - on an unknown date: results: negative. The lot number reported (c03088) is not valid. Further company follow-up with the consumer, lawyer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-feb-2020: update of information (batch is not valid). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain'), menorrhagia ('menorrhagia'), postoperative abscess ('abscess from essure removal procedure') and pelvic abscess ('abscess on pelvis') in a 23-year-old female patient who had essure (batch no. C22917, c03088-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation at the time of essure implant" on (B)(6) 2015. The patient's medical history included turner's syndrome, pulmonary stenosis, polymenorrhoea, menarche, intra-abdominal bleeding, tonsillectomy, perineal pain and dysuria. No known drug allergy. Previously administered products included for period issues: yasmin; for an unreported indication: june birth control pills and hormones. Past adverse reactions to the above products included contraception with yasmin. Concurrent conditions included menometrorrhagia, bronchitis, vaginal discharge, appendicitis, ureterolithiasis, colitis, rectal bleeding, flank pain, fluid intake reduced, hemorrhoids, infective gastroenteritis, low blood pressure, hematuria, gastroesophageal reflux, reflux esophagitis, pulmonary fibrosis, diarrhea, iron deficiency anemia, adenoidectomy and uterine bleeding. Concomitant products included antibiotics, antibiotics, ibuprofen, iohexol (omnipaque), linaclotide (linzess), proton pump inhibitors and topiramate (topamax). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced ovarian cyst ("ovarian cyst"). In 2016, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines"), headache ("headaches"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and fatigue ("fatigue"). In 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal/ abnormal vaginal bleeding"), vaginal discharge ("vaginal discharge"), bladder discomfort ("bladder or urinary problems or changes/ feeling of full bladder when bladder is not full"), alopecia ("hair loss") and mood swings ("mood swings"). On (B)(6) 2018, the patient experienced postoperative abscess (seriousness criterion hospitalization). On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), kidney infection ("kidney infection"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), fallopian tube spasm ("spasms I have with them are horrible."), abdominal distension ("bloating"), mood altered ("hormonal changes describe: significant mood changes/"), urinary tract disorder ("bladder or urinary problems or changes"), abdominal pain upper ("horrible stomach pain/") and pyrexia ("fever") and was found to have blood urine present ("I pee straight blood at times"). The patient was treated with antibiotics and surgery (ablation and hysterectomy(full)/ salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dyspareunia and irritable bowel syndrome had resolved and the menorrhagia, postoperative abscess, pelvic abscess, kidney infection, dysmenorrhoea, abdominal pain, vaginal haemorrhage, vaginal discharge, fallopian tube spasm, abdominal distension, mood altered, urinary tract infection, bladder discomfort, urinary tract disorder, migraine, headache, ovarian cyst, alopecia, abdominal pain upper, mood swings, fatigue, blood urine present and pyrexia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, bladder discomfort, blood urine present, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, genital haemorrhage, headache, irritable bowel syndrome, kidney infection, menorrhagia, migraine, mood altered, mood swings, ovarian cyst, pelvic abscess, pelvic pain, postoperative abscess, pyrexia, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she also has turner syndrome. She is seeking definitive surgical correction to the bleeding, as she has failed ablation. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2015: recent CT abdomen done on (B)(6) 2015 show milked terminal ileum enteritis as well as heterogeneous discrete lesion 2.7x3.6 cm to right hepatic lobe. Spleen mildly enlarged on scan as well as hypoenchancing masses.. Gynaecological examination - on (B)(6) 2012: the uterus measures 9 x 6 x 4.2 cm and the endometrium measures .7 cm. The ovaries are not visualized. The adnexa and the cul-de-sac appear within normal limits. The urinary bladder measures 4.5 x 2 x 2.2 cm and appears within normal limits. Impression :ovaries not visualized due to bowel loops and gas. The examination is grossly unremarkable.; on (B)(6) 2015: there is minimal subsegmental atelectasis at the lung bases. Cardiac size is normal. There is no pericardial or pleural effusion. There is aberrant heterogeneously enhancing area measuring 2.7 x 3.6 cm in the posterior segment right hepatic lobe that could represent an area of heterogeneous hypoenhancement or a discrete lesion. There is irregular patchy hypoenhancement in the most superior right hepatic lobe that is nonspecific. It is unclear whether this simply represents a perfusion variance. The spleen is mildly enlarged, measuring 13.3 cm in length. Additionally, again there is somewhat heterogeneous enhancement of the spleen, which is unclear whether this represents discrete hypoenhancing masses versus varied enhancement the pancreas, bilateral adrenals, and kidneys are unremarkable. There is no convincing abdominal or pelvic adenopathy. There is no ascites or pneumoperitoneum. There is no bowel obstruction. The appendix is not definitively identified due to paucity of intra-abdominal fat and crowding of the structures; however, no right lower quadrant secondary inflammatory findings seen. There is subtle distal small bowel mural enhancement, including of the terminal ileum, that could indicate mild enteritis. Tubal ligation clipos are present. Uterus and adnexa are otherwise within normal limits. The bladder is unremarkable. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Magnetic resonance imaging - on (B)(6) 2015: MRI of the abdomen with and without contrast demonstrated visualized lung bases show minimal pleural thickening. The liver is mildly prominent. The biliary ducts are within normal range. There is a somewhat heterogeneously enhancing lesion involving the posterior segment of the right lobe of the liver measuring 3.58 x 2.77 cm maximum ap and transverse dimensions respectively. This appears to correlate with CT of (B)(6) 2015. Microscopy - on (B)(6) 2015: a. A single specimen is received in formalin labeled with the patient's name and "emc". The specimen consists of fragments of pink red and tan tissue and blood clot that measure 1.5 x 1.0 x 0.3 cm in aggregate. The specimen is entirely submitted in cassette a 1.. Pregnancy test - on an unknown date: results: negative. The lot number reported (c03088) is not valid. Lot number:c22917, manufacturing date:2014/02, expiration date:2017/02. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 21-feb-2020: pfs received. Onset date of events added. Event of feeling of full bladder when bladder is not full updated to bladder discomfort from bladder disorder. Fu 10, 11and 12 processed together. Fup 11 and fup 12 - quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.